Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer was questioning the accuracy of the blood pressure measurement as the tabular trend review values were quite different after a low blood pressure event during anesthesia. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A review of the provided trend table printouts was performed by a philips remote service engineer (rse), which revealed no functional issues. An explanation was provided as to the calculations that take place based on three different values: diastolic, systolic, and mean pressures. No further information was provided regarding the harm to the patient. A discrepancy in the trend review table printouts was noted between two different monitors, in which the invasive blood pressure was displayed for the wrong time. It remained unknown whether any intervention was performed or whether the reported issue affected the outcome for the patient. The provided trend table printouts were provided to a philips product support engineer (pse) for review. The pse could not confirm if there was any real, detectable, or reasonable cause linked to the low blood pressure event during anesthesia. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.